Manufacturer narrative:
Concomitant medical products: evproplus-29us valve implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient complained of chest wall stimulation with ventricular pacing. It was noted that right ventricular (rv) lead exhibited undersensing. The rv lead remains in use. No further patient complications have been reported as a result of this event.